Manufacturer narrative:
In 2007, an intralase field service engineer (fse) visited the site and performed scheduled preventative maintenance-no adjustments were required. Thirteen days later, an fse returned to site due to dlk report and calibarated z-baseline offset and found the system met specifications and performed as intended upon departure. An intralase clinical applications specialist (cas)has been in contact with the site obtaining patient follow up status and trying to identify a possible root cause. Although a single root cause was no identified, the site made the following changes: introduced use of head coverings for staff, disposable covers for buttons on system which are changed after every procedure, use of different cannulae, speculums, modified energy by 0.05uj lower and cleaned the humidifier and ventilation system. Since implementation of changes noted above, the site has seen a reduction in dlk cases.

Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively, the patient presented with stage 2 diffuse lamellar keratitis (dlk) in both eyes (ou) and was prescribed topical and oral steriods. Two days later, the doctor performed a flap lift and rinse. Four days later, postoperative check up, the left eye (os) had progressed to stage 4 dlk. The following month, postoperative check up, dlk was resolved but central scarring present. The patient's preoperative best corrected visual acuity (bcva) was 20/16 ou. Postoperative bcva as of the same day, in the right (od) was 20/16 and 20/125 os. The patient is responding to treatment and dlk has resolved. The association between the event and the device is unknown.